Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported numerous amount of bubbles came into the irrigation line, making a blurred vision and difficulty in during the procedure. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. Bubbles were reported in the irrigation line. A wet active fluidics management system (fms) in the tray was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. The sample was tested using a console. The sample primed and tuned with a handpiece successfully. No bubbles or leakage was detected during the priming functionality testing. The sample was recognized and the service data could be retrieved from the console. The max vacuum met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).